Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form at all. The surgeon applied another device and resected the incomplete staple line. Additional tissue was cut. The patient's status is satisfactory.